Event description:
Reportable based on investigation completed on (B)(4) 2015. It was reported that sheath leakage and dark image occurred. During a percutaneous coronary imaging (pci), an opticross¿ imaging catheter was used in order to visualize the unspecified target lesion. When flushing was performed before the catheter was inserted into the patient, saline leakage has not occurred. During the procedure, dark image had transpired and so flushing of the device was done; however, the issue was not resolved. Subsequently, the device was removed outside of the patient¿s body for re-flushing. It was then furthermore observed that saline leaked from the sheath, specifically between the transparent and blue portion of the device. The procedure was completed with this device. No patient complications were reported and patient¿s status is good. However, after completion of device evaluation, it was further noted of an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed an open hole at the sheath lap joint section of the device. Impedance testing shows a good unit wave form. Fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. The image characterization testing was not performed due to device returned condition (lap joint separation). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).